Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was not returned for evaluation. Therefore, the investigation is inconclusive for the suspect sample. This is a known issue for the identified product code/lot number. The root cause was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy procedure, the device was fully primed but when the device was fired into the lesio there was a rattling noise heard as if a piece of plastic broke inside the device, in attempt to collect the first tissue sample. The procedure was completed with another device. There was no report of patient injury.